Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). Elevated lv (left ventricular) output was noted to have possibly contributed to the early depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.